Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room on (B)(6), 2013, for an abument exchange. No skin reduction occurred. The implanted device remains.